Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. Device history review showed no non-conformances or deviations during the manufacturing process. Optical measurement records were within specifications. The product met manufacturing release criteria. The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the iol had been cut into pieces, most probably to make explant possible. The condition of the iol is consistent with one that has been explanted. The lens can be identified as a tecnis toric acrylic 1- piece because of the presence of marking holes. The lens optic is damaged. Additional analysis is not possible due to the condition of the lens. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an zct225u175 intraocular lens (iol) was explanted from the patient's left eye after his visual outcome was +2.00 diopters from target. An incision enlargement was not required to explant the device. The surgeon indicated a probable relationship of the event to the device. In follow up it was learned the patient was doing fine.